Event description:
The device reportedly did not initially display pt ECG through paddles lead. The pt was not resuscitated. The facility determined the pt outcome was not affected by the reported discrepancy, due to a lack of pt viability.